Event description:
It was reported that the patient presented to clinic for a routine follow up. During visit high, out of range high voltage lead impedance measurements were seen on the lead. The patient was planned to be monitored. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.